Event description:
The customer was hospitalized for high bgs. The customer was released the same day. It was stated that the customer had several high bgs prior to hospitalization and did not change the infusion set. Troubleshooting was performed. The programming in the pump was fine. The pump passed the self-test. However, the pressure test was not performed at the time of call. The customer indicated that blood was present at the site when the set was removed at the hosp.